Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 600i synchron access clinical system. The results were reported out of the laboratory the samples with low anion gaps were repeated. The repeat testing produced higher na results but the differences were not clinically significant that no reports were amended. Patient treatment was not initiated or withheld based upon the erroneous results.

Manufacturer narrative:
Qc prior to and after the event was within the established ranges. A bci field service engineer (fse) cleaned the flowcell on (B)(4) 2010. All verification testing produced acceptable results. As of (B)(4) 2010, no more calls had been received from the customer.